Event description:
Customer reported an issue with the passport 2 monitor, which affected the spo2 and ECG monitoring and the pt suffered from cerebral hypoxia.

Manufacturer narrative:
Under investigation.